Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy at the rehabilitation facility. The device was programmed to run 100 milliliters/hour for 1 hour. The device overinfused all the antibiotic within 15 minutes. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.